Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation treatment. Atrial fibrillation at 155bpm and 153bpm with motion artifact contributed to the first two false detections. The ECG for the third treatment was not available for review because the pt removed the battery after the third pulse was delivered. A review of the downloaded data confirms that the response buttons were not pressed the entire event. The pt did not seek medical attention and the pt will continue wearing the lifevest. There is no additional info about this event.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt did not seek medical attention and the pt will continue wearing the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: usage of device: monitor (B)(4): 02/2014 - reuse. Electrode belt (B)(4): 03/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).